Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v407767, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had a return of symptoms, the lead had impedance readings over 4000 ohms across all electrodes, and the ins depleted normally. It was unknown what may have led or contributed to the issue. The lead was replaced at the same time as the normally depleted ins was replaced and the issue was resolved at the time of the report. No further complications were reported/anticipated.